Event description:
Customer reported receiving freestyle blood glucose test results of 185 and 219 mg/dl within 10 minutes. The results of the comparison are outside the manufacturer's allowed 20% variance.